Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the pulse generator had exhibited a diagnostics anomaly. No patient symptoms were reported. Device reprogramming was performed and the procedure was completed successfully.